Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00783. It was reported that patient was unable to place ipg into MRI mode. Diagnostics indicated that patient was addressing high impedances in one lead and inadequate coverage of pain relief. As such surgical intervention is anticipated in the near future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention took place where in both the leads were explanted and replaced with new leads. Issue was resolved post procedure.